Event description:
During follow-up, noise was observed on the right ventricular (rv) lead. Further information was requested but not available. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the issue was resolved by capping and replacing the right ventricular (rv) lead. During the procedure, an insulation abrasion was visually observed on the rv lead. The patient was in stable condition.